Manufacturer narrative:
This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "nic card problem" involving pentax model epk-i5010-us/serial (B)(4). No further information was provided at the time of the report. Additional information from the facility stated "we could not get the machine to capture pictures with pt identification and submit to chart. We had to put pictures on a thumb drive and capture them under (B)(6) hospital system as if the case was performed at (B)(6)." The procedure being performed was diagnostic and due to the event, there was a 30-minute delay and additional anesthesia was required. The procedure was able to be completed with the device and no adverse events occurred to the patient. The device was returned to pentax. Pentax service inspectional findings included: pcb for I/o-2 rj45/network failure, limit switch actuator plate(2) bent, ball plunger damaged, electrical connector with wiring intermittent connection, control panel unit inoperative button(s), scope connector handle loose, pcb for I/o-1 board malfunction. Repairs were performed on the device which included replacement of the following components: cable to limit sw, ball plunger, control panel unit, scope connector assy, pcb for I/o-1, pcb for I/o-2. The device was shipped back to the customer on 04/21/2021.